Event description:
It was reported that during an endoscopic sphincterotomy (est) procedure, a guide wire coating detachment occurred. The location of the lesion was reported as "biliary". The 0.035 jag precursor guide wire was placed and a sphincterotomy was performed with another manufacturer's sphincterotome. Following placement of an unspecified stent, the physician noted that the guide wire's coating had peeled and detached, exposing the core wire. The detached portion of the guide wire's coating remained "inside biliary" and was successfully retrieved by unspecified means. Another of the same device was used to complete the procedure. The patient's status is reported as "good and "the patient has left the hospital". The device was used past the expiration date.